Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; g3; g6; h1; h2; h3; h6; h11. Visual inspection of the returned found the 2mm end to be fractured and all pieces were returned. The device also exhibits wear consistent with usage of device. The device history record was reviewed and no discrepancies relevant to the reported event were found. The reported lot has been in the field for approximately 7+ years. It is unknown for how many times the device is being used. The root cause can be contributed to normal wear and tear of device from repeated use over time. This complaint can be confirmed per device evaluation. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Event description:
It was reported that the during a knee surgery, the surgeon was checking the flexion of the knee with trial replacements. He inserted the 2/3mm tension gauge, and the plastic tension gauge broke off towards the tip. There was no consequences or impact to the patient.

Manufacturer narrative:
(B)(4). The product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.